Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct previously filed MDR 9680001-2024-00004.

Event description:
Event description: per email, it was reported that: the customer who used our m0066802221 zipwire straight .035 to insert a spinal cord stimulator lead and the tip of the wire fell off. Event date comment: event date was not provided in the email. No account/facility was mentioned on the event record.

Manufacturer narrative:
The complaint narrative indicates the complaint device was inserted in a spinal cord stimulator lead. Please note that this model of zipwire hydrophilic guidewire is intended for urological use and is labeled as such. Attempts were made to gather additional details regarding this event; however, to date no further detail has been provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device indications for use: the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. The zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use. If there is any further relevant information provided, a follow up report will be submitted.